Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the returned battery cap threads were stripped and the cap was unable to fully secure to the pump. The battery compartment threads were also stripped. A test battery cap was able to secure to the pump.

Manufacturer narrative:
As follow-up #1 was originally rejected, please refer to follow-up #2 for device analysis.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.